Event description:
A nurse called to report customer was hosptialized for high bgs. It was stated that the customer had diarrhea, abdominal pain, and felt nausea. Troubleshooting was performed. Device passed the test and the insulin exited. Bgs were treated wtih insulin drip.